Event description:
It was reported that blood leaking occurred during surgery which required blood transfusion. The graft remained implanted.

Manufacturer narrative:
Eval method codes: a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicates values well within product specification. One retention sample coated on the same period as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specification. Conclusions code: no conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.